Event description:
Ocd rep contacting cts to report of a false negative reaction for cell #2 to the 0.8% selectogen with a sample known to contain anti-e in the plasma on the provue, whereas ortho vision and manual gel produced a 1+reaction. (B)(4).

Manufacturer narrative:
Upon inspection of the images provided, disturbance of the cell button were noted with the vision results and manual testing but not with the provue. Weak reactions with cell #2 were detected using manual gel and vision as 1+, and resulted as negative on provue. The root cause of this event could not be determined. Listed provue has been confirmed to be used for internal validation testing at the customer's site and is not being used for patient release results. Described testing is being performed in support of the vision method comparison validation testing for the 2 cell screen. No incorrect or erroneous results have been reported as a result of the reported concern.